Manufacturer narrative:
No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. No blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 6 mmol/l. The customer stated that the insulin pump had pump error and was able to clear the alarms. The insulin pump will not be returned for analysis.